Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 instrument clips were falling out of the applier before they were compressed. No additional info was recorded about this procedure. Another instrument was used to complete the case. There was no consequence to the pt.